Event description:
Bilateral mandibular distractors were placed on (B)(6) 2015. The patient was seen by her primary care physician one month later for ear pain and jaw swelling. She was referred back to the ent specialist who found that the distractors had become elevated. The patient returned to the operating room a few days later for repositioning of the device. The mother of the patient was concerned that device was not turning. The patient has a follow-up appointment with the ent specialist two months after the initial procedure; the device was not working. She returned to operating room for replacement of the device.